Event description:
A resident scotted himself against the bedrail. He continued moving the bedrail until it fell down. He then rolled out of bed catching his right upper arm in the rail, thus breading his upper right arm. The rail was jarred loose by his movements because the bedrail attachment which holds the rail to the bed was broken, which enabled the rail to slide to a smaller length than the other side. This made the pull button loose which enabled the rail to fall down. The resident went to the hospital and was put into a cast. After inspection of the broken part, the loop of steel which holds the cross bar on the bedrail had come apart at the weld.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, other, connector or adaptor. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.